Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor generated a replace sensor alarm and reverted to start-up, after which the user obtained a new sensor, placed it on the arm, and completed pairing and warmup with assistance. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention. Investigation included user troubleshooting and education performed remotely. Investigation of this case revealed sensor replacement resolved the issue and signal monitoring resumed after re-pairing. It was concluded that the event involved a sensor malfunction that was addressed by replacing and pairing a new sensor, with no reported patient harm.